Event description:
The article, "hemodynamic and echocardiographic characteristics and the presence of pulmonary hypertension in patent ductus arteriosus patients who underwent transcatheter closure", was reviewed. The article presented a retrospective, single center study on the hemodynamic parameters of pediatric patent ductus arteriosus (pda) patients and focused on the influence of pda size on pulmonary arterial pressure and the prevalence of pulmonary hypertension (ph). Devices included cook 38-5-3 embolization coil, cook 38-6-4 embolization coil, amplatzer ductal occluder I (ado I), amplatzer ductal occluder ii (ado ii), ado ii additional size (adoii as), and amplatzer vascular plug ii (avp ii). The article concluded that younger patients with a higher pda/body surface area (bsa) index are more likely to develop pulmonary hypertension and is a better predictor than ductal size alone. These findings highlight the importance of evaluating pulmonary pressure in young pediatric patients with a higher pda index and aggressive early treatment before the pulmonary vascular change is warranted. Further investigation of invasive study for those remain suspicious of pulmonary hypertension is still required. [The primary and corresponding author was wei-li hung, department of pediatric cardiology, mackay children¿s hospital, taipei, taiwan, with corresponding email: sheldrake.6116@mmh.org.tw] the time frame of the study was from january 2018 to june 2022. A total of 52 patients were included in this study, of which 21 (40.4%) received an abbott device. The average age was 1.8 years and the average gender was female. Comorbidities included patent ductus arteriosus and pulmonary hypertension.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of amplatzer duct occluders was reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus and pulmonary hypertension. Some of the complications reported were device embolization and surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.